Event description:
It was reported that a temperature alarm occurred while the battery was charging. The temperature alarm persisted and occurred intermittently. Customer reverted to an alternate method of insulin therapy. There was no impact to the customer's blood glucose.